Event description:
Customer reported being hospitalized for high blood glucose over 600 mg/dl. Customer was at a picnic and thought she had food poising. Customer was throwing up. Customer was diagnosed with diabetic ketoacidosis and high blood glucose. Customer was treated with insulin shots and IV drip. She was taken of the insulin pump. Customer stated she had taken of the device to take a picture and thinks that was the reason why her blood glucose was high. Customer initially called to report she was currently experiencing high blood glucose of 500 mg/dl which went up over 600 mg/dl. Treated with 3 manual injections, lowered to 299 mg/dl. Troubleshooting for high blood glucose was performed. Device passed high pressure test. Customer was advised to remove cannula and it was completely bent. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.